Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning and calcification levels in the native vessel. In this case, a larger valve was implanted, suggesting that patient prosthesis mismatch may have been a factor in the pvl. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, via transfemoral access into a severe ly calcified annulus, severe paravalvular leak (pvl) resulted. A larger second valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the anatomy of the patient was severely calcified which may have played a role in the report of paravalvular leakage, if the valve did not seal well into the annulus. However, as paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, a conclusive cause could not be determined from the limited information available. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.